Event description:
Could not get tampon out for hours, stuck [foreign body in reproductive tract]. There was never a string, why tampon got stuck [complication of device removal]. Tampon string missing, never had a string [device physical property issue]. Consumer stated on social media that the tampon never had a string which caused it to get stuck. No serious injury was reported.